Event description:
An endurant ii stent graft system was attempted to be used in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that the patient was brought in emergently for a ruptured aaa. All four devices were implanted successfully and without complications. After the procedure, a secondary operation was performed due to retro-peritoneal bleeding. The patient passed away the same day; the physician stated the cause of death was due to aneurysm rupture and dic (disseminated intravascular coagulation).

Manufacturer narrative:
Conclusion: (implanting for a preoperative rupture).